Event description:
It was reported that the device exhibited episodes of myopotential oversensing. The myopotential caused inhibition of pacing. The patient was asymptomatic. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.